Manufacturer narrative:
Qn#(B)(4). Correction to section d.4: UDI was updated from (B)(4) to (B)(4) to include the full UDI. The customer provided one photo for evaluation; the photo shows a psi sheath containing a crack on the hemostasis valve cap. The customer returned one opened psi kit for evaluation. Signs-of-use were observed on the returned sheath/dilator assembly. Visual inspection of the kit revealed the sheath hemostasis valve cap contained a u-shaped crack across the valve assembly. The dilator provided with the kit was returned advanced through the sheath. The dilator was able to be removed and reinserted with no resistance. The sheath sidearm was flushed using a lab inventory 10ml syringe. Water was observed exiting the sheath distal end. No leaks were observed on or near the sheath valve. Undue pushing and pulling force was applied on the dilator hub and sheath valve with the sheath/dilator fully assembled. The observed defect could not be replicated despite significant force being applied. Manufacturing engineers were contacted regarding this failure. They indicated that both the sheath valve cap and the sheath assemblies are 100% inspected during their respective manufacturing processes. They indicated that a sideways force on the dilator hub while it is inserted in the sheath could result in this damage, however, this could not be replicated. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a damaged sheath valve was confirmed through complaint investigation of the returned sample. Visual inspection revealed a crack in the sheath valve cap. The returned sheath met all relevant functional requirements, and the observed damage was not able to be replicated during functional testing. A device history record review was performed with no relevant findings. Based on these circumstances, the customer report, and the comments from manufacturing, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the doctor found the luer hub/fitting has a crack during use on the patient". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Event description:
It was reported "the doctor found the luer hub/fitting has a crack during use on the patient". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".